Event description:
It was reported that the patient experienced chest pain, shortness of breath, anxiety, diaphoresis, palpitations and inappropriate shocks. It was noted that this was due to atrial fibrillation with rapid ventricular response. The implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was scheduled for an ablation. The ICD remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.